Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump. In addition, the battery gauge was observed to jump up suddenly after being removed from a power source. The customer's blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.